Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported that the iabp was dropped, and affected the rear case causing it to dent inward. This then caused a cut in the pressure hose making it unable to maintain proper operating pressure, and as a result the "leak in iab circuit" alarm was activated. The customer ordered a new case and the stm replaced the rear case, pressure hose, worn slide handle and wheel assembly. The stm also observed that the display of the iabp was blank in the upper right hand corner, and showed signs of being dropped on same corner. To fix this issue, the stm replaced the defective display, the upper inside badge label and the iabp product ID label. The stm then verified that the iabp unit was fully calibrated and passed all functional and safety tests as per factory specifications and then returned it to the customer as cleared for clinical use.

Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) blanked out during transport. Customer stated that the iabp generated a "leak in iab circuit" alarm and patient was switched to a backup console. There was no adverse event reported.

Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) blanked out during transport. Customer stated that the iabp generated a "leak in iab circuit" alarm and patient was switched to a backup console. There was no adverse event reported.